Manufacturer narrative:
Continued: h6- f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Patient reported "permanent pain", "cramp". Pain started soon after implant. The patient has undergone ultrasound imaging repeatedly by their gynaecologist. Palpation was performed, which did not find any cysts. The patient later reported "a crack" observed by MRI. The physician confirmed "complete rupture" of the device and capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Patient reported "permanent pain", "cramp". Pain started soon after implant. The patient has undergone ultrasound imaging repeatedly by their gynaecologist. Palpation was performed, which did not find any cysts. The patient later reported "a crack" observed by MRI. The physician confirmed "complete rupture" of the device and capsular contracture, baker grade IV. The device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on anterior side assessed as unidentified (tear) opening. Shell thickness within specification. ¿ pain: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed.